Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. The gauge was at 40 cmh20 without a gas source being connected to the device. The gauge was replaced. The cause of the reported problem could not be determined, although tipically the gauge malfunction could be due to wear and tear or user interface damage. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. No previous service history for this device was located in the database.

Event description:
It was reported that the pressure gauge needle is off scale. Observed during periodic maintenance. No patient involvement reported.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.